Event description:
During cleaning on 20 jan 2010, the pin in the pathfinder rod caliper ii came out. There was no patient involvement. This malfunction has been associated with an adverse in the past.

Manufacturer narrative:
There was no pt involvement. Device is an instrument and not implantable. Evaluation is pending upon completed investigation of the product and requests have been made for return of product. Device manufacture date is unknown.